Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the distal end had residual liquid and the adhesive between the server plug in and the distal end was worn and appeared corroded on the duodenovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 05/29/2024. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, since the glue between the distal end and the z-block was worn/cracked and had a gap, residual liquid may have remained at the gap. It was presumed that the suggested event occurred by physical stress by hitting or dropping the distal end, and/or chemical stress by chemical solution used, etc. However, the root cause could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance with its specifications. Olympus will continue to monitor field performance for this device.